Event description:
Consumer alleges product is associated with reoccurring yeast infection and vaginal soreness. She visited her physician and physician ordered a biopsy. Biopsy was done in 2007. Consumer is awaiting results. Medical records have been requested. This closes out this report. Report will be reopened if new, significant information is received.